Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was explanted and replaced. The patient was in stable condition.